Event description:
An aus device was implanted on 3/21/91. Connectors were revised on 3/18/96. The entire device was removed from the pt on 9/25/96, reason not indicated, and replaced. Co has requested add'l info.